Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was unknown at the time of incident. The customer does not recall any significant events leading to the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind test due to motor encoder signal out of phase. Unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime or excessive no delivery test due to motor error alarm. Unable to confirm motor position encoder error alarm in alarm history due to history file was overwritten. The insulin pump was received with cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.